Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) noted they treated the area with hyaluronidase 5400iu and provided a warm compress with little resolution. One day later, hcp injected the patient with hyaluronidase 4900iu. One day later, hcp injected hyaluronidase 3900iu and performed an ultrasound which noted "compression right facial artery". One day later, hcp injected hyaluronidase 555iu and performed a second ultrasound which alleged symptoms were resolved. Hcp notes the symptoms are ongoing as the patient has a small amount of discoloration at the right jawline and tip of the nose.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma® with lidocaine in the chin. Patient immediately presented with signs of vascular occlusion to the chin, right jaw, perioral area, and nose. Hcp noted they treated the area with hyaluronidase with little resolution. Symptoms are ongoing.